Event description:
It was reported that the customer's insulin pump alarmed motor error. The blood glucose reading was 59mg/dl. Troubleshooting was performed, and the drive support cap was loose. Advised the mother that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Motor error alarms during rewind due to corroded motor home switch. Drive support disk was inspected and no anomaly was noted.